Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel this report 2248146-2026-0000821 in your database.

Event description:
N/a.

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) linear 34cc had unable to monitor arterial waveform or pressure. There were no patient harm or injury was reported.

Manufacturer narrative:
The complaint was received through a direct call to the emergency support program and no patient harm or injury was reported. During the case the caller reported no arterial pressure reading with a no zero message on the cs300 while therapy continued normally using ECG triggering. Troubleshooting was performed and the catheter and pump were confirmed to be working as intended based on appropriate balloon waveforms and patient condition. The issue was identified as incorrect installation and venting of a non getinge transducer which was placed in the wrong direction with the vent cap on. Once the transducer was correctly oriented and vented a clean arterial pressure waveform was restored and the issue was confirmed as user error rather than device malfunction.